Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with the incorrect aware date in g4. The correct date is 07-feb-2023.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged having cosmetic damage located at the cracked end cap found on (B)(6) 2022. Unit received with vertical blue, red, greens lines on display. However, pump passed displacement and self test. Pump was cut open to perform visual inspection found no damage lcd controller and no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Swapping out test boards confirms missing segment/display anomaly is isolated to pcba 1. Unit had cracked end cap, scratched case, cracked keypad overlay, dog chew marks, damage display window cover. The unit p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, the unit with vertical blue, red, greens lines on display, problem isolated to pcba1, and cracked end cap were confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had crack in the case of his pump near the lower portion at the bottom and missing segments in display as confirmed in product analysis. The customer stated the type of damage was crack. No harm requiring medical intervention reported. The device will be retuned for analysis.